Manufacturer narrative:
The root cause of the reported event was determined to be related to the wrist pitch motor and the slipring within the manipulator assembly. The error log indicated a failure on the wrist pitch axis, confirming that the fault occurred in the field. Although the issue could not be replicated during in-house testing, the evidence from the field and the results of the fitness tests support this conclusion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer replaced the manipulator assembly on the right-hand controller to address the recoverable fault issue. The affected part was returned for failure analysis, where the reported error was confirmed in the system logs, but the fault could not be replicated during in-house testing. Visual inspection did not reveal any issues related to the event, and the unit initially passed system tests. However, after running additional fitness tests, failures were observed in the gravity balance test post sine cycle for several axes, which were resolved after calibration. Extended testing did not reproduce the error.

Event description:
It was reported that during a procedure using the da vinci 5 system, the right hand controller was experiencing repeated recoverable faults. The technical support engineer confirmed the error in the event logs and noted that the site had to recover to continue, but did not wish to perform a power cycle at that time. All troubleshooting steps were not completed, and further investigation was recommended for field service. The procedure was completed with no report of patient injury.